Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2018. The MRI was indicated as having been unrelated to the pump. The patient had back pain all the time and they were thinking about putting in a spinal cord stimulation device. It was confirmed at the time of the report that the back pain was pre-existing. The date of the event regarding back pain was unknown. It was further noted that the patient wanted to confirm pump stalls during the MRI and resumes after the MRI. It was being questioned if the personal therapy manager (ptm) would work if the pump resumes. At the time of the report, MRI information and ptm usage was reviewed and the reporter was redirected to contact their healthcare provider to have the pump checked with a clinician programmer. No further patient complications have been reported as a result of this event.